Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual examination of the returned product found the distal surface to exhibit damage and the locking features to be flared out. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint has been confirmed by review of the damaged returned product. A definitive root cause cannot be determined. No actions needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tried to put in the poly and it would not seat correctly on the tibia or lock on the tibia correctly. A new implant was opened and implanted with no issues. No patient impact reported.